Manufacturer narrative:
H6 medical device problem code: 2017 - use after expiration. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an expired pacel catheter was accidentally used in vivo. There were no patient adverse consequences. No additional information is available.